Event description:
Brakes did not lock.

Manufacturer narrative:
According to a hill-rom technician, the braker lever was bent and causing unit to come unlock because it was hitting the frame. Straighten brake lever and brake locking as designed.